Event description:
At the conclusion of the coronary angiogram, the patient lifted her right leg. Patient was noted to have tortuous vasculature. Footplate retracted using standard technique. The physician was unable to remove the perclose device. Vascular surgeon was consulted. Patient transferred to or. The patient had to have a femoral cut down to remove the device and a repair of the artery was completed. The device was noted to be damaged. Please see attachment.